Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was suspected in having an infection and was going to have a pocket hematoma evacuation. After device was removed, the electrode had come free from the xyphoid sutures so the device was elected to be explanted. No additional adverse patient effects were reported.